Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the company representative that reported that the patient was taken in for the catheter revision on (B)(6) 2018 because the patient was having increased spasms. The patient first started to experience the issue that necessitated the catheter revision was (B)(6) 2018. A dye study was done on (B)(6) 2018 by the physician and it was unsuccessful. The healthcare provider was unable to draw back any csf (cerebral spinal fluid). No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 350 mcg/day) via an implanted pump. The indication for pump use was head/brain injury and intractable spasticity. On (B)(6) 2018 it was reported that the patient was having a catheter revision. During the procedure, the hcp was unable to get the sutureless connector off the pump using proper technique. The pump and catheter were then replaced. The hcp had to implant a new pump since she was unable to get the connector off the pump. The pump was taken off the sterile field after the case was over and using a lot of force and clamping around the metal sides, since the white covering had come off, the reporter was able to get the connector off. No patient symptoms were reported. There were no environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics and/or troubleshooting was performed. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. It was indicated that the hcp had no further information regarding the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.